Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D4. Medical device lot#:3059239 d4. Medical device expiration date: 29-feb-2024 h4. Device manufacture date: (B)(6) 2023 h.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation, gel smearing, and fibrin was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation, gel smearing, and fibrin were observed. 400 samples were visually evaluated and all had the additive well dispersed on the tube walls. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure modes (poor barrier separation, gel smearing, and fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation, gel smearing, and fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation, gel smearing, and fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with the bd tube sst plh 13x100 5.0 plbl gold br, there were issues with poor barrier separation of the sample, gel smearing, and fibrin in samples. This occurred 666 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from spanish: the tubes present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. Even though, in some tubes, it's noted the gel displacement throughout the walls. The incident is evidenced with different batches. Quantity affected by poor barrier separation in each batch: r: a random review is performed in all tubes received in lab and all of them (worse or better) present the same issue, so we estimate approximately 2000 tubes affected per day (in 3 batches, so 666 units affected per batch) does the poor barrier appear in all tubes or only occasionally? R: in all tubes. In some of them it's more evident than others; quantity affected by gel smearing in each batch: r: we estimate approximately 2000 tubes affected per day (in 3 batches, so 666 units affected per batch); were there any impact to patients or erroneous results? R: at this moment, no adverse events have been identified for this reason, but incidents only, in which they were noted and managed in a timely manner with no further impacts. Was fibrin present in the serum? R: yes.

Event description:
It was reported that during use with the bd tube sst plh 13x100 5.0 plbl gold br, there were issues with poor barrier separation of the sample, gel smearing, and fibrin in samples. This occurred 666 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from spanish: the tubes present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. Even though, in some tubes, it's noted the gel displacement throughout the walls. The incident is evidenced with different batches. Quantity affected by poor barrier separation in each batch: r: a random review is performed in all tubes received in lab and all of them (worse or better) present the same issue, so we estimate approximately 2000 tubes affected per day (in 3 batches, so 666 units affected per batch) does the poor barrier appear in all tubes or only occasionally? R: in all tubes. In some of them it's more evident than others; quantity affected by gel smearing in each batch: r: we estimate approximately 2000 tubes affected per day (in 3 batches, so 666 units affected per batch); were there any impact to patients or erroneous results? R: at this moment, no adverse events have been identified for this reason, but incidents only, in which they were noted and managed in a timely manner with no further impacts. Was fibrin present in the serum? R: yes.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter first name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.